Manufacturer narrative:
A field service engineer (fse) was on-site and replaced a defective vacuum pump diaphragm. Instrument performance issues were due to wash station malfunction that was caused by the vacuum pump diaphragm failure.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 3 urine mtp results generated by the au 643-02e clinical chemistry analyzer that were revised lower. There was no affect to patient treatment with regard to this event.